Manufacturer narrative:
The two possible lots involved were 7er059 or 7hr069.

Event description:
A report has been received from a user facility that a peritoneal dialysis pt who had been successfully dialyzing with the use of this product reportedly became ill in 2007. The symptoms were inability to stand up, weakness, abdomen pain, a decreased bp, and vomiting and was advised by the unit to seek immediate transport to the hospital. Prior to going to the hospital, the pt performed one manual exchange. On sixteen days later, a verbal report from the attending md stated that at the hospital the pt was diagnosed with peritonitis, but subsequently suffered an mi which required placement on a vent. Also, verbally stated was that the pt underwent an exploratory laparotomy, however the tests did not reveal anything nor could the pt's condition be explained. The md had thought the cause of the peritonitis was a perforated bowel. The pt expired on twelve days prior to original date. The reported cause of death was cardiopulmonary respiratory arrest from the removal of life support. No autopsy was performed. Companion samples are available for evaluation.